Manufacturer narrative:
Concomitant medical product: g051 boston scientific ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular triggered a warning for high/undefined pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.